Event description:
It was reported that "during functional test, helium integrity failed. It was found that there was a leak on the regulator so it was replaced. This did not resolve the issue however it was suspected that the new regulator had also failed. This was confirmed when the regulator was replaced again. Helium integrity confirmed. The helium adapter and gasket were also replaced as a precaution. Hardware and connections checked, all triggers, inputs and outputs function correctly, alarms simulated, est passed". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during functional test, helium integrity failed. It was found that there was a leak on the regulator so it was replaced. This did not resolve the issue however it was suspected that the new regulator had also failed. This was confirmed when the regulator was replaced again. Helium integrity confirmed. The helium adapter and gasket were also replaced as a precaution. Hardware and connections checked, all triggers, inputs and outputs function correctly, alarms simulated, est passed". No patient involvement reported.

Manufacturer narrative:
(B)(4). This will be a nonreportable event based on received confirmation that the issue was an out of box failure. Initial MDR number 3010532612-2022-00329, submitted on 29 aug 2022, is being retracted. This follow-up MDR is for notification of the change in reportability.